Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested; no anomalies were observed. Impedance testing was completed and all measurements were within normal limits. The battery status was in beginning of life (bol) and a review of the devices memory noted no faults nor error codes. Engineers confirmed this device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This unit has been archived as meeting all functional specifications.

Event description:
--

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that following implant, after the patient was moved into the recovery unit, this device was not pacing as intended. The physician elected to surgically intervene, at which time no apparent issues were observed. The associated leads were functioning as intended, thus the physician elected to remove and replace this device. A new boston scientific device was connected with no additional anomalies observed. The explanted unit is intended to be returned for analysis. The field representative reported no adverse patient effects in response to the pacing anomaly.